Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts). A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the front wash buffer bottle tubing was damaged at the back of the buffer drawer. The fse cut the tubing at the split and had enough slack in the tubing to comfortably route the remaining tubing properly. The fse primed the system and verified proper fluid flow.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel closed tube aliquotter (ucta) unit was leaking brown fluid under the instrument. The customer was unable to locate the source of the leak. No injury or operator exposure was reported for this event.